Event description:
It was reported by the physician that he performed a laparoscopic single anastomosis duodenal interposition (sadi) after a previous sleeve case, using the gore® seamguard® bioabsorbable staple line reinforcement. Reportedly, a lexington purple stapler 60mm reinforced with seamguard using a lexington handpiece was used for the procedure. Reportedly, the routine surgery, went clinically well and the patient was discharged as planned day 1. It was reported the patient developed abdominal pain and a temperature from day 5 and then day 9 a re-look laparoscopy revealed complete dehiscence of both sides of the duodenal stapled transection. Reportedly, the patient was taken back to surgery and remnants of seamguard and staples were removed, the distal duodenal stump over sewn with 2/0 pds sutures, proximal duodenal dehiscence excised along with loop- duodenojejunostomy and converted to loop gastro-jejunotomy (oagb). Washout and drains were done. Reportedly, a leak test was performed for both the initial surgery and again at the take-back (methylene blue infused down bougie). It was reported there was no anastomotic leak associated with the staple line dehiscence. Reportedly, the hand sewn duodenojejunostomy to the anterior wall of duodenum appeared intact. The dehiscence only involved the reinforced staple lines on each side of the duodenal transection. It was reported the firing went well. Perfect looking staple line. All staples confirmed properly formed. It was reported the surgeon recalled that the patient mentioned she had an adverse reaction to vicryl sutures in the past. Reportedly, the patient has had 2 prior issues with vicryl sutures used in orthopedics- a hip operation, then ankle surgery. It was reported the physician spoke with her ankle surgeon andrew wines about the issue he had with vicryl. Reportedly, it was used to close the deeper fascial layer (not the skin) and it became inflamed, and the vicryl eventually became rejected out of the skin wound. Reportedly, the surgeon is querying if the pga in the seamguard could have contributed to this event. It was reported the surgeon would like follow up and awareness around this.

Manufacturer narrative:
Review of the manufacturing records could not be performed as a valid lot number was not provided and the device was not returned to gore. Adverse event problem code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. The gore® seamguard® bioabsorbable staple line reinforcement instructions for use (IFU) states: this product has been designed to be used with the stapler types listed on the product labeling. If used with other staplers not identified on the product labeling, potential problems include but are not limited to: the device may not fit the stapler jaw, resulting in difficulty in loading, positioning, conforming to the stapler. Jaw, or releasing the gore® seamguard® bioabsorbable staple line reinforcement material. All of the staple holes and divots within stapler¿s tissue resection area may not be covered. Proper staple formation may be affected if there is insufficient staple size. Use of this product in applications other than those indicated has the potential for serious complications. Potential complications include: inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. Possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.